Event description:
The customer reported high blood glucose. He stated that he went to the emergency room and was placed on an insulin drip. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was performed. The lead made a complete rotation, however, the customer stated that the lead screw did not move everytime it clicked and no insulin exited.